Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital with a suspected pocket infection. The infection was confirmed and the next day the system was explanted. The source of the infection was not known. No additional adverse patient effects were reported.